Event description:
It was reported that customer's insulin pump alarmed no delivery several times during bolus and basal deliveries. Customer's blood glucose was 24.5 mmol/l. Customer treated with a bolus after changing sets. When customer removed the reservoir, there was a gel like substance in the reservoir. The vial was cloudy. During the call, customer changed out the reservoir with a clear one. The device did not alarm no delivery anymore. Customer's last blood glucose was 17.3 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).